Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state these types of events can occur. Under possible adverse effects it states, "intraoperative or postoperative bone fracture and/or postoperative pain" and "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Previous medwatch for the same event reported on a different product (reference 1825034-2014-06903). This report is being filed as a result of additional information received from patient and is based on allegations set forth in patient's complaint. Allegations contained in patient's complaint are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient reports popping, grinding, pain and audible noises coming from the joint. Patient further reports radiographs revealed the acetabular cup has shifted from its original position. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received reports patient underwent a revision procedure on (B)(6) 2014 allegedly due to aseptic loosening and malpositioned cup. The cup, head and taper adapter were removed and replaced.

Event description:
Patient reported to have undergone a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient reports popping, grinding, pain and audible noises coming from the joint. Patient further reports radiographs revealed the acetabular cup has shifted from its original position. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.